Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: a promus element plus mr ous 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. The first two proximal struts were lifted and pulled proximally. Some struts from the proximal to mid stent section were also misaligned. The distal section of the stent was undamaged. The undamaged distal crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile measurement. The tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03042. Reportable based on additional information received on 22-mar-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.5x20mm, 2.7x20mm and 3.0x20mm non-bsc balloon catheters, a 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Another 3.00x24mm promus element¿ plus drug-eluting stent as advanced but still failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x15mm non-bs stent. No patient complications were reported and patient's status was stable. However, it was further reported that the stent damaged during advancing to the patient.